Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-65 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the device was implanted and during stitching there was a spontaneous shock. The device was explanted and replaced. The status of the device at issue is unknown at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.